Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the minicap transfer set and the patient line of the amia automated pd cycler set which resulted in a leak. This occurred during dwell of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) advised the patient to contact their nurse regarding the issue. Continuous ambulatory peritoneal dialysis was discussed. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.